Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture, the lead was capped and replaced. No additional information was available, no patient symptoms were reported.